Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a webster device and the catheter was found broken while it was outside of the patient's body. The physician stated that the catheter broke when trying to insert it into the sheath. The handle was physically separated from the rest of the catheter. The damage resulted in wires being exposed. The procedure was successfully completed with a new quad catheter. No patient consequences were reported.

Manufacturer narrative:
On 13-mar-2026, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation ablation procedure with a webster device and and the catheter was found broken while it was outside of the patient's body. The physician stated that the catheter broke when trying to insert it into the sheath. The handle was physically separated from the rest of the catheter. The damage resulted in wires being exposed. The procedure was successfully completed with a new quad catheter. No patient consequences were reported. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation of the returned device was performed following j&j medtech procedures. Visual inspection of the returned sample revealed that the connector blue part was found detached from the rest of the connector; however, the internal wires were found broken. A manufacturing record evaluation was performed for the finished device (B)(6) number, and no internal actions related to the reported complaint condition were identified. The catheter broken outside the patient reported by the customer was confirmed. The potential cause could be related to the excessive force or handling of the device during the procedure; however, this can not be conclusively determined. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Per internal review on (B)(6) 2026, it was determined that the device was never introduced into the patient. While the event had originally been reported due to the possibility of the device being in contact with the patient, the investigation findings determined that the device issues were noted fully outside of the patient. As a result, this event has been deemed not reportable. No further reports will be sent regarding this event. Manufacturer's reference number: pc-(B)(4).